Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-nov-2017 with the following findings: a review of the black box, showed a power interruption at the time of the alleged overheating, and there were no sudden drops in voltage. The pump electrical current draws were within specifications. No evidence of moisture was found in the battery compartment or internally. The power flex and components had no defects. The battery was not returned.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a temperature (temp - no physical damage) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.